Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported via merlin.net that the patient received a vibratory alert about a post paced t wave over sensing (pptwos) for their implantable cardioverter defibrillator (ICD). The ICD was reprogrammed. The patient was in stable condition.